Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit due to an unspecified blood glucose (bg) level; cause was unknown. Bg was treated with intravenous insulin, saline, and an unspecified medication. Reportedly, the customer was experiencing delirium and suffered brain damage and was not able to provide additional information regarding the reported issue; however, customer was unsure if the brain damage was related to diabetes, pump, or pump supplies. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.